Event description:
In 2007, this pt was implanted with the gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. As reported to gore, one of the contralateral leg components has a kink (date unk). The pt is complaining of claudication and requesting the doctor to re-intervene to repair kink. No re-intervention is scheduled at this time. Images analysis shows invagination of the ipsi-lateral limb of the trunk-ipsilateral leg component not the contralateral leg component as was initially reported. The contrast appears to flow through the device and distal of the invaginated ipsi-lateral limb in the right external iliac artery. Thrombus is noted within the device.

Manufacturer narrative:
A review of the manufacturing paperwork is going to be conducted. Additional info was requested. Lot numbers were requested, and not provided to gore. A review of the manufacturing records for the device was not completed as no lot numbers were available.